Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and other manufacturer right ventricular (rv) lead had observations of intermittent jumps in high impedances greater than 2000 ohms, where it was thought to be due to a ring connection issues. There was no noise or evidence of lead failure. The device was reprogrammed to unipolar pace and bipolar sense, and the plan was to continue to monitor. No additional adverse patient effects were reported.